Event description:
It was initially reported the patient expired and the cause of death was unknown. Follow-up with the hcp indicated the patient's cause of death was accidental overdose from oral medications. The patient had been in to see the hcp about one week prior to his death, and the medication in his pump was changed from fentanyl to hydromorphone (dose and concentration unknown). There were no volume discrepancies and no issues noted with the pump system. The patient died at home and the death was not considered to be device related. An autopsy was performed and the results were reported as inconclusive. The hcp would like toxicology results and device analysis, however, the device disposition is not known. The medical examiner reported the pump was sent to the manufacturer to analysis of the drug and device, however, the device had not been received on the date of this report.